Event description:
It was reported that the pump touch screen would jump between screens randomly, affecting the customers' ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.